Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery, but the receiver still would not power on, and no data was available for evaluation. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage. Confirmation of the complaint was undetermined. The probable cause could not be determined.